Event description:
On (B)(6) 2025, the user¿s spouse reported that the user experienced elevated blood glucose following a meal announcement, with a recorded value of 399 mg/dl. The user subsequently announced another meal to attempt correction. The ilet alerted for high glucose. The agent educated the user's spouse on "fake meal bolus" and that it can affect the learning algorithm. The user understood that the ilet pump is still learning. During the event, the user experienced sleepiness and thirst. The user self-managed the event without requiring outside assistance or medical intervention. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.